Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of over 400mg/dl, diabetic ketoacidosis, and experienced vomiting. Cause was unknown. A bolus was delivered to address bg level. Recommendation was made to discuss diabetes management with a health care professional.